Manufacturer narrative:
Findings: unit received with broken battery tube threads. Unit received with cracked reservoir tube. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there are cracks around battery. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that we are sending replacement pump.